Event description:
It was reported that the tip of an asahi gladius mg 14 pv guide wire had separated during a percutaneous peripheral intervention to treat a mildly calcified chronic total occlusion (cto) in the anterior tibial artery. The guide wire was antegradely advanced via the false lumen when tip separation occurred. A snare was used to retrieve the separated tip. The procedure was successfully completed with reestablished blood flow achieved by plain old balloon angioplasty (poba). There were no adverse patient effects associated with this event.

Manufacturer narrative:
(B)(4). The gladius mg 14 pv guide wire was returned with its separated tip. The distal segment was helically deformed for approximately 20mm distal to the proximal solder that was originally located at 85mm from the tip to hold the coil onto the core. At the end of the helically deformed segment, the core was fractured with tearing of the polymer jacket. The polymer jacket was removed for observation purposes. The exposed coil was found fractured and stretched for approximately 8mm distal to the distal-mid solder that was originally located at 27mm from the tip. At approximately 10mm distal to the mid solder, the core was found fractured. There were multiple spots where coil pitch was widened on the helically deformed segment. Microscopic observation of the fracture ends revealed that the core fracture end was flat and circumferential cracks were on the shaft surface. These findings indicated that the core was fractured by local bending stress. The coil fracture end was twisted and had a flat fracture surface, indicating torsion that generated as the coil was straightening had caused. The separated tip had the coil elongated for approximately 130mm. The ball tip was attached at the very distal end of the separated tip. Wavy deformation was observed for approximately 17mm from the tip where elongation of the coil and polymer jacket originated. The coil fractured end had the similar characteristics observed on the other side of the coil fracture end. To observed the core fracture end on the distal side, the polymer jacket on the separated tip was removed. Multiple spots with widened coil pitch were observed at the segment where the tip was helically deformed. The core fracture end was located at approximately 17mm from the tip. As seen on the other side of the core fracture, the distal side of the core fracture end had a flat fracture surface with circumferential cracks on the shaft surface. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress generated with pushing and pulling manipulation had most likely contributed to the observed separation of the core of the returned gladius mg 14 pv guide wire. Further applied tensile stress generated with removal likely made the coil to elongate and then fractured. It was reported that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, damage observed on the returned guide wire was too severe to completely rule out a possibility that some fragment might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: separation of the guide wire.